Event description:
The manufacturer received information from a sale representative that a ventilator service required alarm occurred when the trilogy evo o2 device was turned on. There was no patient on the device at the time of this reported issue. There was no serious patient harm or injury that occurred or was reported. The trilogy evo o2 device was evaluated by a philips service technician. The device evaluation found the issue was duplicated during an operational check of the device. The philips service technician found an error code; internal battery wake volume failed in the device's error log. The philips service technician replaced the device's internal battery and system printed circuit assembly board to address the reported issue on this device. Additional findings not related to the malfunction/issue was an additional error code, fan failure, was observed in the device's error log. The philips service technician performed the fan verification test step on the device, which failed. The philips service technician evaluated and determined the cooling fan assembly was causing the error code to be generated and failing the fan verification test step. After the verification test, the philips service technician recognized the ac power indicator light was not illuminated on the device. The philips service technician confirmed there was no disconnection in the ac power cable and there was no issue found when an internal check was performed of the device. The philips service technician replaced the device's cooling fan assembly to address this issue. The philips service technician proactively replaced the device's power supply on this device. After replacing all of the parts, the philips service technician performed the final and run-in tests, along with the battery and valve checks for this device. The philips service technician confirmed the device was operating properly and cleaned it.